Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A the field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log file, fse found this issue is related to disk bay. Upon troubleshooting, fse found that the host pc was failing to boot. Multiple power cycles were performed and upon inspection the fse confirmed that suite pc drive bay 1 was defective. To resolve the issue, the fse replaced the suite pc, downloaded the software and return the part for further analysis and found that the hdd bay was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue on (B)(6) 2025, philips has initiated a medical device correction (z-1151-2024). After replacing suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.